Event description:
The customer reported that the power or unlock button was very difficult to press and did not always function properly. There was no reported adverse impact to the customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.